Event description:
Company rep was present and reported that during facet fusion at l3, a guidewire was severed while piloting the implant site. It was reported that the guidewire was misaligned at the time the failure occured. The surgeon determined no intervention was required and the severed portion remained in the vertebrae. Guidewire was replaced and procedure completed. Surgery time was extended by approximately 5 minutes. There was no report of patient injury.

Manufacturer narrative:
A review of device tracking records indicate the lot utilized in this procedure. A review of the lot history record shows devices meet specifications. Preliminary investigation into root cause suggests that physician use of device a significant contributing factor. Investigation into this incident is part of a broader ongoing investigation to assess product performance.